Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited "error 1310". It was reported that the patient states that he just got back from the clinic 30 minutes after the pump started alarming res. Volume empty. No patient injury reported.